Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.

Event description:
Customer reported they found fluid leaking through the filter air vent hole. The medications infusing were epinephrine, fenoldopam, morphine, versed, narcan, and tpn. Customer reported all drugs are going through one filter. The sets are connected with multiple tri set extensions which are then attached to the filter which is connected closest to the pt. No pt harm or medical intervention reported. No add'l pt or event info was provided by the customer.